Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that once during the trial the stimulation from the external neurostimulator hit the spot so she decided to get the implant. The patient stated that during and after implant of the implantable neurostimulator (ins), the stimulation hit everywhere except where she needed it and therapy had not worked as expected. During the implant procedure, they were conscious and ¿kind of rushed¿ to finish when it started to hurt. The patient reported that during implant surgery the anesthesia was wearing off and she could feel every stitch. They never got the stimulation to the right area which was the bottom of their foot specifically the heel. After the patient healed the stimulation was still was nowhere near where they needed it and it caused more pain then it helped because it brought attention to the pain instead of disrupting it. The patient had turned stimulation down and off because it was annoying. The manufacturer¿s representative tried different programs and the patient felt the stimulation in their back and groin but not in the heel. It was noted that this was a horrible experience for the patient. The patient noted that their healthcare professional wanted to do a revision.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. Analysis found that the ins was functionally ok.

Event description:
Additional information was received from a healthcare professional of a clinical study. The patient's device was reprogrammed twice following implant without achieving pain relief. A clinical diagnosis of a lack of therapeutic relief was reported. (A device diagnosis was not applicable.) The event occurred on (B)(6) 2016. The patient reported lack of coverage and therapeutic relief on (B)(6) 2016. A lead revision was discussed to improve pain control. On (B)(6) 2016, the patient reported she had stopped utilizing the device as it did not provide pain relief; the therapy was suspended on (B)(6) 2016. On (B)(6) 2016, the patient reported having turned the device back on after 6-8 weeks; the therapy was resumed on (B)(6) 2016. The patient reported receiving adequate coverage and declined a revision. The event resolved without sequelae. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016. Additional information later received from the healthcare professional of the clinical study reported a clinical diagnosis of a loss of therapeutic relief. On (B)(6) 2016, the patient reported the device didn't really work that well and found it difficult on obtaining an MRI of the required strength (3t) with the device. Of note, the final programming date of the most recent interrogation prior to the event occurred on (B)(6) 2016. The patient requested an explant. The entire system was explanted on (B)(6) 2016. The event was unresolved at the time of study exit/death/study closure. On (B)(6) 2017, the patient reported the stimulation worsened her pain. The event was related to the device or therapy and not related to the implant procedure, and was not due to programming. Additional information was requested to clarify the explant date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the system modification occurred on (B)(6) 2017. The device was explanted and the event resolved (the system modification with explant matched the resolution date). The event was unresolved at the study exit on (B)(6) 2017 as all enrolled products were inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined. The patient reported that when she had the stimulator turned on, it made her pain worse.